Manufacturer narrative:
A ge service representative performed an on site investigation. The c-arm cable was evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a stator not on error. The customer rebooted the system but the system failed to boot up. There is no report of death or serious injury.